Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the left ventricular lead exhibited failure to capture and low impedance. An x-ray was performed, and it was confirmed that the lead was dislodged. Programming changes were performed. No further intervention will be performed. The patient was in stable condition.

Event description:
New information received notes the left ventricular lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and low pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The s-curve hump height was measured within specification.